Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A choice extra support wire and a non bsc buddy wire was advanced to cross the lesion followed by a 16 x 2.50 promus premier¿ drug-eluting stent. However, during procedure the device was unable to cross. A guidezilla extension guide catheter was used and the device was now able to pass into the mid vessel but could not move further. Moreover, the shaft of the catheter snapped and at around 20 cm of the shaft was left in the guide. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr, 2.5 x 16mm stent delivery system (sds) was returned. A visual and tactile examination found a break in the midshaft extrusion 350mm proximal to distal edge of device tip. The mid-shaft had showed signs of stretching for a length of 7mm on the proximal side of the break. There was also a mid-shaft kink 294mm proximal to distal edge of device tip noted. The extrusion break may have occurred due to the application of excessive tensile force during withdrawal which may have initially stretched the device and then resulted in the midshaft extrusion subsequently breaking. Evident dried medium (resembling blood) was also noted inside the shaft polymer and midshaft extrusions. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent showed the stent had moved distally on the balloon. The struts were severely damaged. Some struts were pulled over the tip and while others were overlapping and bunched towards the distal end of the balloon. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. There was evidence of dried medium inside balloon body resembling blood. A visual and tactile examination of the device found multiple hypotube kinks in along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A choice extra support wire and a non bsc buddy wire was advanced to cross the lesion followed by a 16 x 2.50 promus premier¿ drug-eluting stent. However, during procedure the device was unable to cross. A guidezilla extension guide catheter was used and the device was now able to pass into the mid vessel but could not move further. Moreover, the shaft of the catheter snapped and at around 20 cm of the shaft was left in the guide. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.